Manufacturer narrative:
The customer reported that while being monitored on a transmitter, the patient experienced a few episodes of vtach arrhythmia and ventricular premature complex (vpc) runs however, neither alarmed at the central nurses station (cns). Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that while being monitored on a transmitter, the patient experienced a few episodes of vtach arrhythmia and ventricular premature complex (vpc) runs however, neither alarmed at the central nurses station (cns).

Manufacturer narrative:
The customer reported that while being monitored on a transmitter, the patient experienced a few episodes of vtach arrhythmia and ventricular premature complex (vpc) runs however, neither alarmed at the central nurses station (cns). The logs sent in for this notification only go back in time until (B)(6) 2017 and don't cover the time in question. Therefore, a full qa analysis could not be completed. (B)(4) will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available. Device not returned.